Event description:
The customer stated that she tested her blood glucose and had readings of 543 and 336 mg/dl. She retested again and received a reading of 44 mg/dl. The difference between the first 2 readings and the last reading fall in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The customer did not have any of the strips left that gave the erratic readings, so no product will be returned for evaluation.